Event description:
Reportedly, on 29 january 2024, a red alert was observed in the smartview website, but the associated pdf file is empty. In addition, the idf file cannot be opened on a programmer. The in-clinic interrogation of the ICD did not show any alert.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of available expertise data confirmed the reported behavior, as the alert pdf report from 29 january 2024 was not generated correctly by the back office. - the observed issue resulted from a incorrect recovery of the alert by the home monitor, which led to the observed empty report. - it should be noted that a patient-initiated transmission restores normal communication with the home monitor.

Event description:
Reportedly, on 29 january 2024, a red alert was observed in the smartview website, but the associated pdf file is empty. In addition, the idf file cannot be opened on a programmer. The in-clinic interrogation of the ICD did not show any alert.